Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "cords not charging or coming apart. Hospital is down 7 power cords due to cords not charging or coming apart. Delay in therapy: unknown. Need for medical intervention: unknown. Serious injury/death: no. Patient involved: no patient involvement was reported."